Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01373, 1221359-2021-01372.

Event description:
The customer reported 11 false positive results with the ID now covid-19 assay performed on (B)(6) 2021 with multiple patients with 3 ID now instruments. This is MFR. Report 3 of 3. The customer reported 2 false positive result with the ID now covid-19 assay performed on (B)(6) 2021 with a direct nasal kitted swab. Confirmation testing was performed with pcr and the patient is awaiting results. The customer confirmed the patients were asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact of treatment due to test results.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025328 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1025328, test base part number 190-430 / lot: 1025328 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025328 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.